Manufacturer narrative:
The device was disposed and the lot number was not provided thus a device history record was not reviewed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The hemosphere operators manual complication section contains a statement regarding inaccurate cardiac output measurements. Possible causes may be incorrect placement or position of the catheter, excessive variations in pulmonary artery blood temperature. Some examples that cause bt variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Additionally, clot formation on the thermistor, anatomical abnormalities (for example, cardiac shunts), excessive patient movement, electrocautery or electrosurgical unit interference, and rapid changes in cardiac output may also cause inaccurate cardiac output values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes are dqo, dqe, kra.

Event description:
As reported, during use in a patient, a swan ganz catheter did not provide continuous cardiac output (cco) and an error message informing that cco cannot be measured appeared on the monitor. At the same time, blood temperature (bt) was obviously low at 29 degrees celsius. The detail of error message shown on the monitor was unknown. The problem persisted despite changing the cable. Catheter was not replaced. There was no allegation of patient injury or treatments provided in response to the event. The catheter was discarded at the hospital, and not available for evaluation.